Manufacturer narrative:
The device and/or suspect sample was not returned for evaluation. The sars-cov-2 regent lot not specified by the customer. The customer stated that they believe that this was a low positive sample that degraded with additional freeze/thaw cycle when sending the sample to the maryland department of health. This issue is being reported out of an abundance of caution, based on the conditions of authorization. 04/20/2021 - corrected manufacturer report number.

Event description:
Per requests from (B)(6), the customer submitted a number of positive samples to state lab, the customer received total 12 reports from state of (B)(6) department of health lab administration, 11 are positive and 1 negative. The sole negative is likely due to virus rna degradation during freeze and thaw.